Event description:
Procedure: cardiac. According to the reporter: there were 3 sutures lost after replaced pericardial patch for pt in 2 days (must reopen surgery again) and the rest of suture knots were loosened (number knot-run drown is 5 times/stitches and over all 7 stitches). There was no pt injury.

Manufacturer narrative:
(B)(4).